Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. Possible lots: t40w02, t40w1j, u4024z. Kit: lcol71: 10187750, 10187754, 10186095, 10187756. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Please explain what is meant by ¿insufficiency on the 8th day?¿ how was the ¿insufficiency¿ addressed? Is it normal procedure to overstitch the stapling? If no, why was this done? Can you please provide a timeline of events as the event is not clear? Thank you. Were there any issues with the device in the initial procedure? If yes, please explain. Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? How was the leak addressed? What is the current status of the patient? Response: all insufficiencies were directly at the staple line (some at the back wall) and were partially seen endoscopically. No further additional information available. Additional information: there was nothing seen in the or as the donut and staple lines were good. The leaks that occurred were 5 to 8 days out and some were able to be clipped and others had to return to the or. They are a multi-user of circular devices which include the competitive devices.

Event description:
It was reported 78 female, advanced ovarian ca with extensive peritoneal metastasis and infiltration sigma. Open surgery with over stitching of the stapling, multi visceral resection with sigmoid resection, postoperative very good course, mobility, eating, bowel movements, on the 8th day on normal ward insufficiency, small, clipable.

Manufacturer narrative:
(B)(4). Date sent: 06/10/2020. Information received from the surgeon: he has had 5 patients with post-operative leaks in 1-week in which 4 patients required endoscopic clipping along with antibiotic therapy and 1 patient who received a colostomy. The leaks were 3 to 7 days out. He explained that it was the same or team for all the surgeries involved and nothing had changed in the surgical routine. The hospital is not a teaching facility; therefore, the surgeon is always the one who fires the device. All cases were laparoscopic, the patients had not received chemo or radiation and there was no perioperative hyper ischemia. The spike of the trocar is inserted 1 to 2 millimeters above or below the staple line but not through it. Gap setting scale was ¿closed nearly total¿, 20 second wait before firing, there was no difficulties in firing, no malformed or missing staples from the staple line and the ¿staple line looked great.¿ the donuts were inspected and ¿were perfect¿ and there were no air leaks. The device was opened ½ twist and checked prior to removing. There was a small amount of time when they used a competitive stapler, but all leaks are associated with the ethicon stapler. All patients are doing well.